Event description:
Info received indicates the head hi/low function drifts down on its own.

Manufacturer narrative:
The technician replaced both the head down hydraulic valve solenoid and the trend valve to repair the bed.